Manufacturer narrative:
The device investigation has been completed and the results are as follows: stock product reviewed results: the packaged stock product is not applicable for review since no defect was observed from the returned product. Investigation methods/results: the device was returned but not in original package. The implant was verified to be a inclusive mini implant o-ball 2.5 mmd x 10 mml ( 70-1068-imp0004) using radiographic template (gd 455-0612). There was no defect or non-conformity observed and the threads were intact. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. Per the reported information, the patient had an infection at the implant site. IFU 4990 rev 2.0 (inclusive mini dental implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in warning section: the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin. In addition, IFU 4990 rev 2.0 (inclusive mini dental implant system) contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patient's weight is not provided as it is not taken at the time of the appointment. The patient's race and ethnicity were not provided.

Event description:
It was reported that the inclusive mini implant o-ball failed to integrate. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2020 for implant placement on tooth #27 and returned on (B)(6) 2020 without any symptoms. Upon exam, the provider notes and infection and was treated with z-pack 500mg x 5 days. The patient current status is fine.